Event description:
It was reported by the rep that when the devices were used during a gastric by-pass procedure, they would not close. Another device was used to complete the case. There was no pt consequence.